Manufacturer narrative:
Continuation of d10: product ID tm90d0 lot# serial# (B)(6), implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator is not working, the patient is experiencing discomfort and seizures. Ts advised rep to connect to the tm90, however the handset displayed "communicator not found". Ts then advised caller to reset the communicator, which did not resolve the issue. Ts then had the rep restart the handset and the tm90, however this did not resolve the issue. Ts sent email to repair to replace the communicator.